Event description:
Spoke with pt's daughter re: pump (B)(4), she was unable to program reservoir volume when she went to switch to this pump today, she tried turning it off and on. She tried changing the batteries; she said she was able to change it up to 100ml, but it would not save when she hit 'enter'. She has used this pump before with no problems. She reports she knows what she is doing. She re-used pt's other pump for today's mix. This pump was not in use when malfunction occurred. Replacement pump is being sent and this pump will be returned. No harm to pt. No other info provided. Dose or amount: 9ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) - current.